Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000194, serial/lot #: n/a/rev. 3,UDI#: (B)(4). No patient involved. The handswitch was returned to the manufacturer for analysis. The reported issue was confirmed. Functional testing determined that multiple early termination of spins during multiple 3d spins during a calibration." Install hand switch into test system c1396. System booted and readied. 2d and store buttons functioned as expected. Acquiring 3d images using the hand switch is intermittent, 3d would intermittently terminate before completion of the scan. Faulty hand switch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that multiple early termination of spins during multiple 3d spins during a calibration. Early termination seen with both the handswitch and the foot pedal. The rad tech also noted a ring like artifact in the axial shots. No patient present.